Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp indicating that there were no motor stalls; however, for about a six month period "some time between 2014 and 2015" there was another hcp that had patients with medtronic pumps feel sick, dizzy, and sweaty during the MRI. The hcp did not have any patient information. The scans that this occurred with were generally longer scans that involved contrast injections. The only hcp this occurred with was no longer with the company. The facility had an upright MRI scanner, and they stopped doing scans without a medtronic representative present after they were informed that medtronic "could not stand behind mris done in an upright MRI scanner". No medication was given when the patient's experienced symptoms. The scans were just stopped prematurely. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding patients receiving unknown medications via implantable infusion pumps. Indications for use were not reported. It was reported that on an unknown date, a magnetic resonance imaging (MRI) facility had pumps stop in the past ¿and had issues¿. The patient and device information for the pumps which stopped and had issues was unknown. The reporter was redirected to the healthcare provider (hcp). No patient symptoms were noted. Further follow-up is being conducted to obtain the identifying information for the pumps that stopped and had issues in the past. If additional information is received, a follow-up report will be sent.